Event description:
System displayed error 5 during use. The rep was present and assisted the surgeon in troubleshooting but could not get the instrument to pass pre-run test again. The instrument was replaced to continue and the case was completed with no pt consequence. The device will be returned.